Event description:
It was reported to philips that the system had intermittently c-arm movement issues. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment got delayed. The procedure was completed by waiting until the system allowed movement. The philips field service engineer (fse) inspected the system onsite and confirmed that the ceiling mounted longitudinal movement of the system was not working intermittently. Upon troubleshooting, fse checked the balance of detector by adding and removing weights, found no obvious imbalance. Later in the continuation case, fse added one l bracket plate per side with new longer screw and reduced sid weight. After that, the longitudinal movement was functional, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.